Event description:
It was reported that the tone was not audible. The patient was undergoing radiofrequency ablation (rfa) in the liver with a rf3000 radiofrequency generator. During the initial power on mode, the active tone was heard by the physician but the tone was noted to be "small". During the procedure, the volume knob at the back of the system was actuated to increase the volume; however, the sound was gone. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: during the investigation, while adjusting volume control up and down, stellartech noted static noise, cracking, distorted, and fading volume. The root cause was attributed to the failure of the volume control harness assembly. Following replacement of the volume control harness assembly, the device passed all performance criteria of the final test procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that the tone was not audible. The patient was undergoing radiofrequency ablation (rfa) in the liver with a rf3000 radiofrequency generator. During the initial power on mode, the active tone was heard by the physician but the tone was noted to be "small". During the procedure, the volume knob at the back of the system was actuated to increase the volume; however the sound was gone. The procedure was completed with this device. There were no patient complications reported.